Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. An endurant stent graft system was implanted to treat a 5.3 cm in diameter saccular aneurysm. The physician noted a type I endoleak intra-operatively at the proximal end of the main device. Remodeling using a balloon catheter to resolve the type I endoleak was performed unsuccessfully. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was confirmed that the type ia endoleak had resolved without additional intervention. The proximal aortic neck diameter was 25 mm and distally it was 26 mm.

Manufacturer narrative:
(B)(4). Results: endoleak, cause of event is unknown. Conclusion: cause of event is unknown.

Manufacturer narrative:
(B)(4).